Manufacturer narrative:
(B)(4). Estimated date of event, exact date was not reported. It was reported that the device was used in a calcified access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that prior to an interventional valvuloplasty procedure, suture placement was attempted in the calcified left common femoral artery using a proglide device. The arteriotomy was 6f. Reportedly a cuff miss occurred. A second proglide was used with the same result. The sheath was upsized for valvuloplasty procedure, however, the size could not be recalled. The valvuloplasty procedure was completed and hemostasis was achieved with 30 minutes of applied manual arterial compression. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure. The name of the physician was not provided; therefore, it is not known if the physician is trained in the use of the proglide device or established in the preclose technique. No additional information was provided.